Manufacturer narrative:
(B)(4). Medical product: biomet tibial locking bar, catalog #: 141205 lot #: 760970. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient will require a revision surgery to address instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimesional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.